Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va17lxf, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient had an infection, so the implantable neurostimulator (ins) and lead were explanted as a result on date notified. The issue was resolved at the time of the report. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.